Manufacturer narrative:
Medical devices continued: addrl1 ipg implanted (B)(6) 2007. Product analysis: the proximal portion of the lead was returned, analyzed, and the inner insulation of the lead developed a breach due to metal ion oxidation while in vivo.

Event description:
The lead was explanted after the patient passed away. The patient's cause of death was unrelated to the implantable pulse generator (ipg) system. The lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.